Event description:
It was reported that the rn that the rate pulled was 10mg/hr but the actual order was supposed to be 1 mg/hr. There was patient involvement, but outcome is unknown. The customer later stated that they believed the issue was caused by user error and did not provide further information.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported over infusion of alteplase with rate was 10mg/h, but the actual order was supposed to be 1 mg/h was not confirmed during review of the data and infusion drugs. No laboratory testing was able to be performed on the reported devices as they were not returned for investigation. The external and internal inspection could not be performed as the suspect pump module and pcu were not received for investigation. The facility provided a copy of an all-infusion detail report that was observed to contained information of the reported alteplase infusion. A review of the logs could not be performed, as the suspect devices were not revived. The suspect pcu logs and pump module logs were not provided; however, the facility did provide an infusion drugs that contained information of the alteplase infusion. The customer reported an infusion programmed of dose = 1 mg/h (drug amount = 10 mg), rate = 25 ml/h, volume to be infused (vtbi) = 250 ml; concentration = 0.04; the user manually programmed the infusion and completed the dose as expected. On the reported day the alteplase infusion was not reprogrammed. The event date as 21mar2025, time reported at 04:15 am. All infusion detail reports do not contain keystroke programming and are not validated for log analysis purposes. Is not possible to confirm the drug ID without the pcu event logs to perform the keypress replication, the information showed was gathered from the records the facility provided. At 4:15 am the suspect pump module was programmed on suspect pcu, the primary infusion of alteplase. Drug amount = 10 mg, volume diluent = 250 ml and concentration = 0.04 mg. Dose = 1 mg/h with rate = 25 ml/h and vtbi = 250 ml; the infusion lasted three (3) hours. At 7:15 am the infusion was paused pvi = 75.5 ml, then the infusion restarted to last five and a half hours. At 12:49 pm the infusion alarmed of patient side occlusion and pvi = 214 ml, then the infusion stays on pause. At 12:52 pm the suspect pump module close the door and put the infusion on standby until (B)(6) 2025 at 12:42 am, then the alteplase infusion was reprogrammed. Per the alaris directions for use (dfu v12.3), qualified personnel must ensure that the appropriateness of drug dosing limits, drug compatibility, and instrument performance, as part of the overall infusion. Potential hazards include drug interactions, inaccurate delivery rates and pressure alarms, and nuisance alarms. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable root cause of the reported that over infusion of alteplase with rate was 10mg/h, but the actual order was supposed to be 1 mg/h is being attributed to user error. No devices were provided to verify the issue.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the rn that the rate pulled was 10mg/hr but the actual order was supposed to be 1 mg/hr. There was patient involvement, but outcome is unknown. The customer later stated that they believed the issue was caused by user error and did not provide further information.